Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a (B)(6) female patient (weighing (B)(6)) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Pericardial effusion was noticed during the procedure. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and noticed 30 minutes after mapping in the right and they noticed that it got bigger. The medical intervention provided was a pericardiocentesis and 280ml of fluid were removed and then the patient was reported to be in stable condition. Additional information received indicates that when manipulating the catheter inside the heart, there was accidental high force on the catheter tip. Physician believed this to be the cause of the adverse event during the procedure. The other possibility he may think is when going transseptal, there was a lot of atrial ectopy and the sl1 dilator may have pushed through. There was no clear answer as to when or why this adverse event occurred. The patient required extended hospitalization due to the drain still inserted in the patient from the pericardiocentesis. Patient was discharged 1 day after this was removed. Patient was reported to be fully recovered from the adverse event. Relevant patient tests/data included: platelets: 198. Hemoglobin: 13.2 & moderate dilation of the ascending aorta. The customer¿s reported high force issue is not considered to be MDR reporable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.